Event description:
It was noted a pericardial effusion (pe), cardiac perforation, and conversion to surgery occurred. During a left atrial appendage (laa) closure procedure, transesophageal echocardiography (tee) was used for intraprocedural imaging. A versacross connect transseptal dilator and rf wire (vcc) were selected for use. After the right femoral vein access, transseptal puncture (tsp) was performed with the vcc through a watchman fxd curve access system (was). Heparin was used for anticoagulation. The was advanced into the left atrium (la) and a 24mm watchman flx pro delivery system and closure device (wds) was advanced and deployed yet remained hyper-compressed. The 24mm wds was recaptured and removed and a 20mm wds was inserted and deployed. Release criteria was met, and during a contrast injection a pe was noticed. The closure device was implanted and a pericardiocentesis was performed. Fluid was removed and reinfused back into the patient, and the pe continued to grow. Heparin was reversed. The patient was unable to go to surgery for several hours or be transferred to an outside facility, so the patient was kept stable in the procedure room as blood products were infused. The patient then went to cardiothoracic surgery in response to the laa perforation. The patient remains hospitalized.

Manufacturer narrative:
B5: information added. H6: low blood pressure/hypotension code added.

Event description:
It was noted a pericardial effusion (pe), cardiac perforation, and conversion to surgery occurred. During a left atrial appendage (laa) closure procedure, transesophageal echocardiography (tee) was used for intraprocedural imaging. A versacross connect transseptal dilator and rf wire (vcc) were selected for use. After the right femoral vein access, transseptal puncture (tsp) was performed with the vcc through a watchman fxd curve access system (was). Heparin was used for anticoagulation. The was was advanced into the left atrium (la) and a 24mm watchman flx pro delivery system and closure device (wds) was advanced and deployed yet remained hyper-compressed. The 24mm wds was recaptured and removed and a 20mm wds was inserted and deployed. Release criteria was met, and during a contrast injection a pe was noticed. The closure device was implanted and a pericardiocentesis was performed. Fluid was removed and reinfused back into the patient, and the pe continued to grow. Heparin was reversed. The patient was unable to go to surgery for several hours or be transferred to an outside facility, so the patient was kept stable in the procedure room as blood products were infused. The patient then went to cardiothoracic surgery in response to the laa perforation. The patient remains hospitalized. It was further reported that effusion sweep was performed when the blood pressure declined. The pe was noted after the deployment of the 20mm wds. 1 liter of fluid was removed during the pericardiocentesis, and it was reinfused into the groin access sheath. A surgical ligation of the laa was performed and per the cardiothoracic surgeon, the laa appeared to continue to tear open and despite the closure device anchor still being attached in the laa in one spot, the closure device had migrated in the pericardium. The closure device was explanted. The patient was discharged home.

Manufacturer narrative:
B5: information added. H6 patient codes added: cardiac tamponade and hemorrhage/blood loss/bleeding. H6 device code corrected from adverse event without identified device or use problem to device dislodged or dislocated.

Event description:
It was noted a pericardial effusion (pe), cardiac perforation, and conversion to surgery occurred. During a left atrial appendage (laa) closure procedure, transesophageal echocardiography (tee) was used for intraprocedural imaging. A versacross connect transseptal dilator and rf wire (vcc) were selected for use. After the right femoral vein access, transseptal puncture (tsp) was performed with the vcc through a watchman fxd curve access system (was). Heparin was used for anticoagulation. The was advanced into the left atrium (la) and a 24mm watchman flx pro delivery system and closure device (wds) was advanced and deployed yet remained hyper-compressed. The 24mm wds was recaptured and removed and a 20mm wds was inserted and deployed. Release criteria was met, and during a contrast injection a pe was noticed. The closure device was implanted and a pericardiocentesis was performed. Fluid was removed and reinfused back into the patient, and the pe continued to grow. Heparin was reversed. The patient was unable to go to surgery for several hours or be transferred to an outside facility, so the patient was kept stable in the procedure room as blood products were infused. The patient then went to cardiothoracic surgery in response to the laa perforation. The patient remains hospitalized. It was further reported that effusion sweep was performed when the blood pressure declined. The pe was noted after the deployment of the 20mm wds. 1 liter of fluid was removed during the pericardiocentesis, and it was reinfused into the groin access sheath. A surgical ligation of the laa was performed and per the cardiothoracic surgeon, the laa appeared to continue to tear open and despite the closure device anchor still being attached in the laa in one spot, the closure device had migrated in the pericardium. The closure device was explanted. The patient was discharged home. It was further reported the patient experienced tamponade and also procedure and device related bleeding during the event. It was further clarified the closure device migration in the pericardium was considered an embolization.